Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. The detachment of end cap and dust cover occurred. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as dust cover and end cap should not be missing - and therefore it contributed to incident. There is no indication that at the time when the event occurred, the device was being used for patient treatment or diagnosis. The manufacturer¿s subject matter experts have investigated the issue. The possible root causes of the issue with dust covers are: non-conformity of the metal covers¿ assembly. Degradation of the metal covers. Improper use (collision with another device) according to technician who was at site the issue occurred due to device misuse by the customer. In the scope of our continuous improvement policy, maquet sas initiated a modification file to include this dust cover fitting procedure in the technical documentations with all spring arms. The most likely root cause of the issue with end cap is an incorrect mounting of the part. The fact that device leaves the factory with such a partial positioning is highly unlikely. The end cap has been removed or reinstalled on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This possibility was tested without consequences for the end cap. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 model #, catalog # and serial # deems required. This is based on internal evaluation. Model # ard568420512c, catalog # ard568420512c, serial # (B)(6), corrected d4. Previous d4: model # ard567506996, catalog # ard567506996, serial # (B)(6).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 17th december, 2020 getinge became aware of an issue with powerled surgical light. The detachment of end cap and dust cover occurred. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.